Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a case report of an uncommon event complicating a common procedure. Perm j 2017;21:16-086. Doi: https://doi.org/10.7812/tpp/16-086. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient implanted with an implantable cardioverter defibrillator (ICD) pacing system. The patient received a generator change-out and new atrial lead during the implant procedure. It was noted that the patient also had an right ventricular (rv) tachycardia lead that remained active. An hour post-implant the patient went into respiratory distress with profuse sweating and pallor. A chest x-ray was performed and a right apical pneumothorax was determined. The patient's symptoms persisted and following a second chest x-ray, it was determined that the patient developed bilateral pneumothoraxes. An immediate insertion of bilateral chest tubes was performed. The patient's symptoms improved and the patient was discharged after three days. The author noted the ICD was interrogated multiple times, and there was no evidence of lead malposition or atrium perforation. The systems remains in use. No further patient complications have been reported as a result of this event.